Manufacturer narrative:
The device was not in clinical use at the time of the event. Reported issue was found prior to use there was no report of patient or user harm/impact. The field service engineer (fse) evaluated the unit and confirmed the reported issue. The power management board was replaced, and issue was resolved. No other abnormalities were reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jan2021.

Event description:
The customer reported the device has blower stall, touchscreen froze and aux alarm supply fail. There was no patient involvement.